Event description:
Caller states, the advantage meter produced a result of 771 mg/dl and approximately 680 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl.